Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl and food/juice were consumed to address low bg. Customer also reported insulin suspended although basal iq was not turned on; bg elevated to the 430 mg/dl range. Customer did not know cause of low bg or cause of insulin suspension. Tandem technical support (cts) reviewed pump data and found multiple occlusion alarms occurred. Pump system check with cts did not identify cause of blockage. Cause of low bg was not identified via pump data. Reportedly, customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2019. The lowest blood glucose (bg) entered into the pump by the user on (B)(6) 2019 was 84 mg/dl. A tubing fill of size 12.0 units was observed on (B)(6) 2019 . If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 10/1, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 10/1, user made a bolus request of size 8.2 units, approximately 5.5 hours prior to the low bg of 84 mg/dl entered by the user. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.